Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure using an xi system, the bipolar instrument was not delivering energy. The customer was unable to troubleshoot at that time. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the clinical sales representative (csr) use a new bipolar cable, then a new instrument, and finally power cycle the erbe. The csr was to attempt these steps and call back if the issue persisted. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An isi field service engineer (fse) replaced system component(s) to resolve the reported issue. The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team on 05/06/2026. The issue was not confirmed using system logs, however, log review revealed errors m 1c. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed error m 1c. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of bipolar energy issue is attributed to a faulty electrical component inside the erbe generator.